Manufacturer narrative:
Patient information was not provided for this report, but had been requested and refused. Original device received (B)(4) 2010 for evaluation, testing/results pending.

Event description:
(B)(6), a hospital employee, reported that during a surgical procedure the view screen froze and the treon system had to be re-booted. Surgery proceeded after a re-boot with no further issues or patient impact.